Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 38 for consecutive stalled motor despite multiple user-initiated resets, and a replacement device was arranged while the patient relied on backup therapy; blood glucose was reportedly unaffected, and the patient continued cgm use via the dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no change in health status and no need for medical care. Investigation included remote troubleshooting and user education, verification of shipping and return, guidance to shut down the device to prevent further alerts, and instructions that data would not transfer and that a new startup would be required. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.